Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured distal to the hub underneath the strain relief. If the proximal end of the velocity is manipulated at extreme angles during use, damage such as a kink and subsequent fracture may occur. This damage likely contributed to the reported leak near the hub during the procedure. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a neuron select catheter 6f (6f select), and a neuron max 6f 088 long sheath (neuron max). During the procedure, the velocity was used to deliver a stent retriever to the target location and subsequently, to inject medication. While injecting verapamil via the velocity, the physician noticed a leak near the hub. Upon further inspection of the velocity, the physician noticed a fracture at the proximal end near the hub. Therefore, the velocity was removed intact. The procedure was completed using a new velocity to finish injecting verapamil, the same 6f select, and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.